Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported during the intraocular lens implantation a microfracture was visible under a microscope on the surface of the implant after injection. There was no impact to the patient. The lens remains implanted in the eye. Additional information has been requested.